Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Based on information from oekg such as the pictures, and similar past cases, omsc determined that the reported phenomenon was attributed to the failure of power supply board of the subject device. The exact cause of the failure of power supply board could not be conclusively determined, however there was the possibility that it was attributed to the aging degradation of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the subject device did not work. There was no report of patient injury associated with this event. The service department of olympus (B)(4) checked the subject device and found that the subject device was turned off a few minutes after startup, due to the failure of power supply board.